Event description:
A report was received that a patient underwent an explant procedure as they are complaining of soreness around ipg site and have requested that the physician remove the system. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-70, serial #s: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.